Manufacturer narrative:
(B)(4). We received one perifix kit. The following investigations were conducted: visual inspection: [catheter visual inspection] the catheter within the kit was torn at 952mm from the end of the catheter. Closer inspection of the torn end of the catheter displayed scratches. The scratches were similar to scratches caused by a tear from catheter pull-out application error. [Perican bulk visual inspection] no abnormalities found. No abnormalities/burr/protrusions found from the needle tip. Device history review: no abnormalities found from reviewing the batch records for batch no. 19b27a8601. Summary and assessment: we assume a problem during application process. Based on the conducted investigations the samples are within the specification. Therefore the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): catheter damaged. Catheter was torn apart. The residue remains in the patient's body.